Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable pulse generator (ipg) system was removed due to infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 4068-52 lead, implant date: (B)(6) 1996. Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular (rv) lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.